Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was off by one day. The customer did not know why the date changed. Tandem technical support reviewed the pump data and identified that the pump date was changed by the customer. The customer did not believe the date change was due to user changes. There was no reported impact to blood glucose.